Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an ett size 7.5 was checked prior to intubation and was able to inflate and hold pressure. After intubation a leak was noted, was unable to ventilate the patient properly, and unable to pass inline suction catheter thru ett. The patient was then reintubated with size 8.0 ett in the afternoon. The rt inspected the 7.5 ett and noted that there was a hole in the cuff but not kinked or obstructed. A bougie was used to replace the 7.5 ett with an 8.0 ett, after intubation the patient developed a pneumothorax. A leak was detected after the placement of the 8.0 ett so the patient was reintubated with another 8.0 ett 45 minutes later with the use of a glidescope. The third ett did not develop a leak. The rt did note that the patient desated very quickly during the reintubation dropping to 29% during the first intubation and it took a long time for the patient to recover post-intubation.